Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned one sample at the plant for evaluation. A visual inspection was performed and revealed that the collar was moved forward. Since the sample was with the modified luer, the collar could not moved backwards. Hence no further testing could be performed. Based on similar issues and sample analysis, it is to be stated that once the luer lock has been rotated and activated, the rotary component is locked in the forward position and this then provides an automatic eject feature on disconnection. If the luer lock is not rotated until it is activated, the self ejecting feature will not work which might make the luer lock more difficult to disconnect. This issue is being investigated through CAPA.

Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011, when removing a baxter dehp free sol admin set the distal luer broke in the catheter. A patient is involved. There is no clinical consequences reported. No additional information is available.